Event description:
The time of event is not during procedure. There was no report of patient harm. Fiber image failure(cloudy ).

Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ocular cloudy (not clear view). Based on the result, we concluded that it was caused due to the moisture condensation in the ocular. In addition, our technician confirmed that the u/d knob broken, the insertion flexible tube buckled, the insertion flexible tube crushed, the light guide cable leak, the light guide cable cut, the cfb (coherent fiber bundle) dirty, the serial number plate worn out, and the ocular discolored; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.